Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 350 mg/dl. At the time of the report, the insulin pump alarmed button error. Troubleshooting was performed, but the insulin pump could not be restored to normal operation. Nothing further was reported.

Manufacturer narrative:
The buttons were unresponsive due to corrosion on the keypad traces. However, the insulin pump passed the displacement, rewind, basic occlusion, prime, and excessive no delivery tests.